Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after inflating the balloon, the clinician returned to the patient and found that the tracheostomy tube balloon had detached and was missing. There was patient involvement, and no harm was reported.